Event description:
On (B)(6) 2025, a 64-year-old male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. Upon removal of the revcore catheter, it was noticed that the radiopaque tip had separated from the catheter. The medical team observed the tip had remained on the guidewire. The physician was able to successfully remove the tip by snaring the tip. There was no harm to the patient.

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The revcore was returned to the manufacturer and evaluated. Visual examination of the device confirmed the radiopaque tip had separated from the catheter. The catheter and tip were inspected under microscopic imaging and adhesive was observed on both the radiopaque tip and catheter mating surfaces. The radiopaque tip separated from the catheter likely as a result of the device being caught in a particularly torturous anatomy which challenged the adhesive bond of the revcore tip to the inner catheter. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device labeling includes the following warning: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2025, a 64-year-old male patient underwent deep vein thrombosis (dvt) thrombectomy using inari devices. Upon removal of the revcore catheter, it was noticed that the radiopaque tip had separated from the catheter. The medical team observed the tip had remained on the guidewire. The physician was able to successfully remove the tip by snaring the tip. There was no harm to the patient.